Event description:
It was reported, the pt expired in 2009. The cause of death was parkinson's disease. It was unk if there was any relation to the device but it was thought the death was due to the pt's existing disease. See also MFR report #3004209178200904460.